Manufacturer narrative:
The event occurred in the us. This complaint is connected to the mcp00706035#rotaflow english/us us-plug complaint ID#737243 (mfg report#8010762-2022-00514). It was reported that rotaflow console with s/n (B)(6) (mcp00706035#rotaflow english/us us-plug complaint ID# (B)(4)) displayed the error message ¿head error¿ during patient treatment. Staff moved the pump head (rf-32 centrifugal pump which will be handled in this complaint) over to a hand crank, brought in a second rotaflow console and drive unit and initiated pumping on the second unit. They noted that pump seemed to be pumping normally but the same "head error" appeared on the second rotaflow console (mcp00706035 #rotaflow english/us us-plug complaint ID# (B)(4)). The same rotaflow pump head (rf-32 centrifugal pump) was moved to the hand crank on the second unit. The customer decided to switch to cardiohelp-I and hls set. The exact problem/failure of the rf-32 centrifugal pump is unknown. There was no negative impact to the patient and pressures and vitals were all monitored and considered appropriate during the event. No harm to any person has been reported. The customer wants hardware and disposable investigated therefore the product was requested for return. The affected rf-32 centrifugal pump was investigated in the getinge laboratory on 2023-02-10 with the following results: a visual inspection and a performance test was performed and no failure was detected. Neither part number, nor lot number of the affected rf-32 centrifugal pump is available. Based on the investigation results no malfunction of the affected rf-32 centrifugal pump could be confirmed. The most probable root causes for the occurred "head error" could be determined as: when the ultrasonic cream is applied to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. In order to avoid reoccurrence of the occurred "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4: the rotaflow centrifugal pump may not be removed from the rotaflow drive during the application. Chapter 5.6.1: make sure that the rotaflow centrifugal pump is positioned under the holding pin of the rotaflow drive and the lock of the flow/bubble sensor is locked. The customer will be informed about the results by getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4). Related with complaint (B)(4) ((B)(4) # rotaflow english/us us-plug).

Manufacturer narrative:
The investigation is ongoing. The affected rf-32 pump is requested for further investigation in the getinge laboratory. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. This complaint is related with the hardware (B)(4). It was reported the rotaflow console with s/n (B)(4) displayed the error message ¿head error¿ during patient treatment. Staff moved the pump head (rf-32 disposable which will be handle in this complaint) over to a hand crank, brought in a second rotaflow console and drive unit, and initiated pumping on the second unit. They noted that pump seemed to be pumping normally but the same "head error" appeared on the second rotaflow console. The same rotaflow pump head (rf-32 disposable) was moved to the hand crank on the second unit. The customer decided to switch to cardiohelp-I and hls set. The exact problem/failure of the rf-32 disposable is unknown. There was no noted negative impact to the patient and pressures and vitals were all monitored and considered appropriate during the event. No harm to any person has been reported. Complaint ID: (B)(4). Related with complaint (B)(4) (rotaflow console).